Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the cartridge compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the cartridge compartment was damaged in the thread area. The cartridge cap was able to be fully secured to the pump. Unrelated to the complaint, evaluation revealed that the battery cap threads were damaged. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. The pump case was removed and no evidence of moisture damage or loose components was found inside the pump.